Event description:
Patient had been doing very well at one month, at two months, dr administered a cortisone injection and aspirated 20 ccs of blood tinged fluid; two weeks later, another cortisone shot was given. Three month scores were similar to pre-op scores. CT findings 3 months later documented subsidence fracture of the femoral condyle.